Event description:
It was reported that during a total knee revision surgical procedure, it was discovered that the reciprocating saw attachment device was making noise and then stopped working. There was a ten minute delay in the surgical procedure as a result. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacture facility was unknown. The date of manufacture was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device. The device was tested and the reported condition was confirmed. The assignable root cause was determined to be due to damaged ball bearings from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.